Event description:
Dealer alleges that bed is bowing in the middle of the frame. Sometimes when the hi/lo feature is used, the drive shaft falls off. Dealer has tried replacing bed ends and the drive shaft.